Manufacturer narrative:
An event of heart block was reported. The patient medical history included a flutter, atrial fibrillation, incomplete right bundle branch block and left fascicular block. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. Information from the field indicated that the valve was implanted at a 4mm depth, that no calcification extended beneath the aortic annular plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the root cause of the reported event could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2024 , a 25mm navitor vison valve chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. During procedure, the patient had junctional rhythm and heart block noted. The valve was implanted at a depth of 4mm. On (B)(6) 2024, patient received a permanent pacemaker pacemaker. The patient was reported stable.